Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an issue during a t4 to pelvis CT to fluoro case. The surgeon completed the first segment (t4-t7) without issues. However, when moving to the second segment for pelvis screws, the ap and oblique images were taken successfully. When attempting to proceed with the posterior element, the following error appeared: "error 11075: posterior elements not detected." Afterward, the system became unresponsive, displayed a black screen, and rebooted itself. Upon reboot, the manufacturer representative had to re-sign in, re-enter the kit code, nav code, and redo the arm setup as if starting a new procedure. When attempting the posterior element again, the same issue occurred, causing the unit to shut down. The guidance system usage was aborted, and the surgeon continued the surgery using the navigation. There was no patient harm and the procedure was delayed less than one hour. Additional information was received. Tech support (ts) determined this was a user error as the user tried to use posterior elements correction on a revision case.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report#: 3005075696 12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2 h3, h6) the system was serviced in the field. In summary, the system performed as intended. It was noted the issue was due to a user error, as the user tried to use posterior elements correction on a revision case. Codes b01, c19, and d11 are applicable. H3, h6) a software analysis was performed for this event. In summary, a software issue was identified regarding the unresponsiveness. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.